Manufacturer narrative:
Field change: a1,a2, b7,

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter migrated in the suprarenal part of inferior vena cava (ivc) in the intra-hepatic segment.

Event description:
On (B)(6) 2004 the patient underwent placement of a greenfield vena cava filter. On (B)(6) 2019 a computed tomography (CT) scan of the abdomen revealed the filter migrated in the suprarenal part of inferior vena cava (ivc) in the intra-hepatic segment.